Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that after placement of the final embolization coil in an a-com aneurysm, the coil did not detach. During removal, the coil unexpectedly detached. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient is reported to be doing well.